Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8994895. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, the 4mm x 30mm enterprise 2 stent (encr403012 / 8994895) was placed in the target site and the physician started to initiate the release. The physician could only observe the microcatheter distal marker and the positioning marker on the stent. The stent distal markers were not observed under x-ray. The physician retracted only the stent and replaced it with another 4mm x 30mm enterprise 2 stent (encr403012) to complete the procedure using the original microcatheter. There was no report of any negative impact on the patient. On 17-apr-2025, additional information was received. Per the information, the procedure was targeting the m1 segment of the middle cerebral artery. The targeted aneurysm was a wide-necked unruptured aneurysm that was 3mm x 2.7mm x 3mm in size. The concomitant microcatheter used was a 150cm x 5cm prowler select plus microcatheter (606s255x / lot# unknown). The information indicated that there had been no resistance during the advancement of the stent. When the stent was removed, it was still on the delivery wire. The replacement stent was another 4mm x 30mm enterprise 2 stent (encr403012). The information confirmed there was no negative impact on the patient and no clinically significant delay to the procedure as a result of the reported issue.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 28-apr-2025. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4mm x 30mm enterprise 2 stent was received contained in the decontamination pouch. Visual inspection was performed. It was noted that only the stent component was returned for evaluation. Microscopic inspection was performed on the stent component. It was observed to be in good condition; there was no structural damage (i.e., no broken struts, no kinks). It was noted to be fully expanded with both ends noted as completely flared. The stent was inspected under x-ray imaging, and the markers were properly identified and visualized. The reported issue documented in the complaint regarding the visualization issues could not be confirmed as the stent markers were correctly identified and visualized during the x-ray imaging part of the evaluation. During the procedure there are multiple radiopaque markers present, the distal markers on the stent markers are the least visible comparatively (due to their relatively small mass). Where the stent is placed (bone density, surrounding tissue) could potentially impact visibility of the distal markers. However, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The delivery wire and introducer components might have gotten lost sometime during the post-operative handling or decontamination of the device. If additional information or components are received at a later time, this investigation will be reassessed accordingly. The stent detachment is not considered related to the encountered issue. Lake region medical performed a review of the device history records related to the manufacturing, inspection, and packaging of the lot 8994895. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instruction for use (IFU) does contain the following recommendations: ¿ do not partially deploy the stent from the introducer. ¿ confirm that the delivery wire does not move relative to the introducer during the removal of the enterprise vascular reconstruction device and delivery system from the dispenser hoop. ¿ confirm the tip of the delivery wire is entirely within the introducer. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.